Event description:
It was reported today that during a case, the image on the stack disappeared about 10 times. No issues for the first 1.5 hours of the case. The image on the camera stack disappeared and then came back again. They were able to successfully complete the case.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: summary of evaluation: investigation and findings: a full inspection and functional evaluation of the equipment were carried out. During testing, it was identified that one of the shields in the camera connector was missing. This defect resulted in intermittent signal loss between the camera head and the ccu, causing the image to drop out on the monitor. No additional faults or abnormalities were found in the ccu or the monitor during diagnostic assessment. Corrective actions: the defective camera cable assembly was replaced. The camera head, ccu, and monitor were fully tested following repair. All units successfully passed qip (quality inspection process), full functional testing, and electrical safety testing. Extended image stability testing was performed, and no further image loss was observed. Conclusion: the intermittent image loss was caused by a missing shield in the camera connector, leading to an unstable video signal. Replacement of the camera cable assembly resolved the issue. All equipment has been verified as fully functional and compliant with quality and safety standards. Probable root cause: ¿ cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ fiber board ¿ intermittence between transition board and ch connector ¿ software ¿scope ¿light source ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) ¿ 1488 & 1588 extension cable ¿ intermittence while using rf devices (ex: valleylab) ¿ problem toggling light source or from camera head ¿ connected monitors ¿ leaking ¿ use error ¿ poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) ¿electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported today that during a case, the image on the stack disappeared about 10 times. No issues for the first 1.5 hours of the case. The image on the camera stack disappeared and then came back again. They were able to successfully complete the case.